Manufacturer narrative:
The insulin pump passed the functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarms noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose of 20 mg/dl, had a seizure and was hospitalized. Blood glucose value at the time of the admission was 177 mg/dl. Most recent blood glucose reading was 65 mg/dl; she treated with food. The customer initially had called to complain about receiving the wrong insulin pump color. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.